Manufacturer narrative:
Device evaluation: one smiths medical tracheostomy, silicone - bivona tubes adult tts. Was returned for analysis in used condition. A photo was also provided. On review of the photo, no damage could be detected. Functional testing of the returned device involved leak testing. During the test, a leak was found in the cuff. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. The investigation determined a possible, but unconfirmed, source of the reported issue to be that the device became damaged after leaving smiths medical. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts. Reported by nurse the patient has been using bivona tubes for 1 year without issue previously. The complaint sample was filled with 8.5ml sterile water and functioned normal in its first month. The tube was removed for reprocessing. When inspecting if any signs of damage before insertion in the second month, the nurse found water leaked from the connection site between cuff and shaft. The customer response revealed an emergent trach change was required, which likely a back up trach at the bedside. The event described a stoma for over year in place, which would indicate the changing of the tube would be able to sustain without tracheal tube for a period of time passed ,while another tube could be changed out.